Event description:
Analysis of the returned device found that the subject catheter shaft broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was found to be broken and stretched. There was dried blood on the catheter. The catheter tip was found to be damaged. Functional testing was unable to be performed due to the catheter damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be broken, flattened, kinked bent stretched. Therefore the as reported can be confirmed. Additional information provided by the customer indicated that physician felt a good amount of resistance and said something did not feel right and the physician pulled out the vecta and it was unraveled. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.